Manufacturer narrative:
The patient was actively receiving treatment at the time of the event. The patient did not continue treatment on the same device. An alternate v60 ventilator was used to complete the treatment.

Manufacturer narrative:
B4: (B)(6) 2021. The device was reported to be in clinical use at the time of the event. There was neither delay in therapy nor medical intervention reported due to the issue above. There was no report of patient or user harm/impact. The cpu board, the power management board, and the motor controller board were returned to failure investigation for analysis. The power management board and the motor controller board passed testing. The cpu board was tested as the source of the backup alarm error. Significant foreign material was built up on the board. The customer's reported issue was verified. The root cause was a failure of the ls1 on the cpu board.

Manufacturer narrative:
Date of report: 10jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had error code 1104. The device was not in clinical use at the time of the event. There was neither delay in therapy nor medical intervention reported due to the issue above. There was no report of patient or user harm/impact. The unit was checked but the reported phenomenon was unable to be duplicated. The event log revealed that "check vent: primary alarm failed¿ (diagnostic code:1104) had occurred. The cpu board, the power management board and the motor controller board were replaced for the prevention of the recurrence. The device passed testing after repair was completed and the device was returned to service.